Event description:
It was reported that, surgeon tried using an inserter to try and lever the trial out and the trial still would not come out so surgeon tried a bone tamp to remove the trial and was successful however, the trial now unusable as the trial now has sharp edges as a result of attempting to remove the trial. When surgeon used inserter to try and lever the trial out, the threads snapped off of the inserter and were retrieved from the socket. This happened during a right side total hip, and anterior approach was used for surgery. Surgeon implanted a tritanium acetabular cup and an accolade ii stem. There was no adverse consequence to pt or user as a result of this happening.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.